Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the stent is severely deformed at its proximal end and displaced by about 3 mm in proximal direction. Microscopic analysis revealed stent imprints on the exposed balloon surface indicating that the bent struts were initially crimped on the balloon. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Furthermore please note that the IFU states: if the orsiro sirolimus eluting coronary stent system was removed prior to expansion, do not re-insert. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation of the calcified target lesion in the lad the orsiro could not cross the lesion and was removed. After removal a guideplus extension catheter was inserted and the orsiro was re-inserted but the target lesion could not be crossed. The orsiro was removed and re-inserted for a third time together with a grand slam guide wire but the target lesion could not be crossed. Upon withdrawal a stent deformation was detected.